Event description:
It was reported that surgery was performed in 2007 for an umbilical hernia during which a ventralex mesh was implanted. In 2008, the pt showed signs of an infection. The mesh was removed in the next day.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusions can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.